Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). After a non-bsc guide catheter was advanced, a 2.75 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during advancement, resistance was encountered at the port part of the guide catheter. Both devices were removed and it was noted that the stent was flattened. The procedure was completed with a different sized stent. No patient complications were reported.

Manufacturer narrative:
Concomitant medical products: therapy dates and description updated from jl40 guide catheter to 0.0505¿¿ nipro guide extension catheter. The stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. The stent was returned partially inside a 0.0505¿¿ non-bsc guide extension catheter with 0.014¿¿ guidewire inserted and exited through distal end of the extension catheter. The guidewire moved freely inside the guide catheter. The stent was bunched and stent struts were overlapping with some stent struts lodged into the entry site of the guide catheter and could not be removed. The device was left to soak in water-bath at 37 degrees celsius for 2 hours to soften any dried medium that could have been inside the guide catheter. The stent was then removed from the guide catheter using a pair of tweezers. During removal, some resistance was met and some stent struts were stretched as a result. The distal end of the stent showed minor damages to stent struts. It was noted that the guidewire passed through the mid-wall of the stent. Stent damage most likely occurred when the stent got caught at the port site of the guide catheter. The guide extension catheter appeared flattened between 105-110mm distal of entry site. The inner diameter of the extension guide catheter measured 0.0505¿¿. The recommended guide catheter ID as per directions for use (dfu) is = 0.056¿ therefore the guide catheter that was used was not compatible with the synergy device. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). After a non-bsc guide catheter was advanced, a 2.75 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during advancement, resistance was encountered at the port part of the guide catheter. Both devices were removed and it was noted that the stent was flattened. The procedure was completed with a different sized stent. No patient complications were reported.